Event description:
It was reported that inappropriate shocks due to oversensing on the ventricular lead were suspected. Lead damage was also suspected. The patients condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.